Manufacturer narrative:
An event of a cardiac perforation and pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference: 2030404-2017-00026, 3005334138-2017-00087. During a pulmonary vein isolation procedure, a cardiac perforation occurred. During anatomy mapping, the patient became hypotensive and an echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.